Event description:
It was reported that the procedure was performed to treat a lesion in the proximal right coronary artery (prca) with heavy calcification and mild tortuosity. After pre-dilatate the segment #1 coronary artery with a 2.50x8mm nc trek neo balloon dilatation catheter (bdc), the bdc failed to cross the lesion and met resistance during removal due to the anatomy; however, was removed independently. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. E1 - facility name: (B)(6).